Manufacturer narrative:
(B)(4). Although requested, neither the device or the event logs have been received. A follow up report will be submitted with evaluation results should the device or logs be received for investigation.

Event description:
The customer reported the patient received a medication that was not ordered. Vancomycin 750mg was administered at 0530. At 1730 the nurse noticed that a bag of vancomycin 1500mg was hanging. The nurse was concerned that the patient may have received 3 times the amount of vancomycin and requested a log review to see what had been programmed. A vancomycin trough level was ordered. The patient did not have any side effects.